Manufacturer narrative:
The fse arrived at the customer site and found the sorter latching mechanism disconnected causing sorter to move during operation. The fse reattached the latching mechanism and spring, and then replaced bf wash probe 2. The reported problem was resolved by the fse and the aia-900 analyzer was returned to use. The most probable cause of the reported event is related to a disconnection of the sorter latching mechanism and failure of the bf wash probe 2. The aia-900 service, operator's manual was reviewed and found to clearly address error codes 2232, 0100, and 4053. The operator's manual provides the maintenance information on cleaning the wash probe: if the probe tip at the end of the b/f wash probe becomes contaminated, the assay accuracy/precision at low concentrations will be affected. Clean the probe tip after the end of assay once a week in accordance with the following method: clean the probe tip with a cotton bud. Thoroughly wipe the probe tip at the end of the b/f wash probe with a cotton bud moistened with 70 % ethanol. If the probe tip is very dirty, pull it out, perform ultrasonic cleaning for 5 minutes with a neutral detergent, and finally wash it thoroughly with cap class I or nccls type I reagent grade water. If the probe remains dirty despite washing it, replace it with a new one. Align the probe tip with the center of the stainless steel pipe, and insert the steel pipe into the probe tip. If the probe tip is fitted with the pipe correctly, the end of the stainless steel pipe will protrude slightly from the end of the tip. Return the b/f wash probe to its original position, and fix it securely with the set screw. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called to report that they get the error code 2232 (bf overflow sensor) every morning during startup of the aia-900 analyzer and then it goes away. This occurs even after performing probe maintenance. The customer further reported that they are getting multiple sorter errors of 0100 (sorter scan error) and 4053 (sorter - z home overrun) which occur daily but are now getting more frequent. The customer is unable to run ckmb, bhcg, ctnl 2 and myo patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ckmb, bhcg, ctnl 2 and myo patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.